Manufacturer narrative:
The lead has not been returned. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this atrial lead had low sensing and was found to be dislodged and located in the superior vena cava. Subsequently the lead was explanted and replaced. No adverse patient effects were reported.